Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: the pump case was cracked in multiple locations. Unrelated to the original complaint, the audio bolus button cover was damaged. The display screen was blank and upon further investigation it was noted that the display screen was cracked. The display was clear and legible when tested with a test display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.